Event description:
A company representative received an e-mail from a customer stating that at a six month followup visit subsequent to lumpectomy and apbi treatment using the savi device, the mammogram image showed an artifact that appeared to be a foreign body. The shape of the artifact resembled the shape of the savi tip. Subsequent ultrasound evaluation confirmed that the mammogram image was a foreign body. On (B)(6), 2012, a procedure was performed to retrieve the foreign body.

Manufacturer narrative:
The foreign body retrieved during the (B)(6) 2012 procedure was received by the company on (B)(4) 2012. It was confirmed visually that the component was the tip of the savi device. Engineering evaluation concluded that a manufacturing glue process was inadequate or incomplete resulting in the improper attachment of the tip.